Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) and detection did not occur until eight minutes later. There was undersensing noted on the right ventricular (rv) lead during the vf which caused the implantable cardioverter defibrillator (ICD) to delay detection. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.